Event description:
It was reported that a dexcom g7 continuous glucose monitor failed to pair with an ilet pump, with the device displaying a bluetooth software version of 0.0.0 and the ilet functionality in question, prompting replacement and user counseling on loss of water resistance and maintaining backup therapy. Symptoms included no reported adverse clinical effects. Outcomes included no hospitalization, no medical intervention, and continued cgm data reception via the mobile app. Investigation included troubleshooting guidance, verification of shipping and return logistics, and instructions to sync data and shut down the device prior to return. Investigation of this case revealed a suspected communication malfunction between the ilet and the cgm, consistent with a bluetooth connectivity failure on the pump side. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to communication software or hardware.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.